Event description:
Healthcare professional reported right side rupture. Later it was reported "lump right breast", "mass upper inner quadrant", "scattered cysts", "hypoechoic mass which could represent a small cyst", "extreme fibroglandular tissue", "parenchymal cysts" - all non device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification). ¿ lump/nodule-ndr: not applicable as the event is not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ creases were observed. ¿ stress marks observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.